Event description:
Caller indicated the relion micro meter was giving variable readings. Customer receiving variable results on meter which she says caused her to go to the hospital and get insulin. Customer is using meter on forearm, explained that this meter is not approved for use on forearm. Finger and palm only. Customer says she still is not comfortable with meter and wants it replaced. Customer called back with details. Customer tested against hospital meter got 591 on micro and 447 on hospital meter. Says she was given insulin at the hospital because her blood sugar was so high. Customer is testing on forearm. Explained the micro meter is not approved for testing on arm. Meter is for use on palm and finger only. Customer did back to back tests while on the phone tested on her finger got 262 and tested on her arm got 489. Controls not used. Replacing product.

Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification.

Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned and lot number expired 11/30/2012. The returned meter was evaluated with reference test strips and performed to specification. No failure detected.